Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: testing revealed anomalous output conditions. Further analysis determined this was the result of lifted hybrid bond wires.

Event description:
It was reported that during routine follow up, high impedance of greater than 2000 ohms was noted along with failure to capture at any voltage in unipolar mode. The hcp thought it was lead related, but during surgery, the lead was found to be okay. The device was replaced and "the problem was solved" and there was no patient complication related to the event. It was noted the patient had experienced an accidental fall with resultant thorax contusion approximately 7 months previous. Medical staff suspects the contusion could cause the ipg to malfunction.